Manufacturer narrative:
This report is submitted on january 04, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to poor performance with the device. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 13, 2023.